Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
Customer confirmed she was wearing her insulin pump when she went to the hospital and also kept it on the whole time she was there.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level (B)(6) 2018. The customer¿s blood glucose level at the time of the incident was 400 mg/dl. The customer¿s current blood glucose level was 315 mg/dl. The customer¿s blood glucose level when admitted to the hospital was 340 mg/dl. The customer was treated with manual injections. Customer was assisted with the troubleshooting. The customer was feeling nausea. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed the rewind test, prime/a33 test and excessive no delivery test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Unable to perform the displacement test, basic occlusion test, occlusion test and delivery accuracy test due to completely broken off reservoir tube lip. Unable to verify the no delivery alarm during the basic occlusion test and on the occlusion test due to completely broken off reservoir tube lip. The test p-cap and reservoir will not lock in place in the reservoir compartment due to completely broken off reservoir tube lip. Device also had a missing reservoir tube o-ring, minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads and missing end cap sticker. Device uploaded properly using care link.